Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during a normal follow up noise was seen when it comes to this device. The noise had little amplitude and was not marked as ventricular sensing. It was noted that when the apnea scan sensor was switched off the noise disappeared. A review by boston scientific technical services (ts) confirmed the noise and noted no oversensing. Ts discussed to check the lead as the visible noise could be related to electrical parameter changes. No out of range measurements were noted. The system remains implanted. No adverse patient effects were reported.